Event description:
Pediatric staff inserted a foley on a patient scheduled to go to the or for emergency surgery. Staff unable to inflate balloon, the foley came out, and the patient was unable to have a foley placed when taken to the or.